Manufacturer narrative:
Update 21-nov-2023: root cause: flow sensor (air) and check valve assembly were defective after 9 years in use - ventilator end of life is reached after 8 years. The most probable root cause is assumed to be component wear due to component age.

Event description:
It was reported that flow sensor calibration failed. There was no patient involvement in this incident. Investigation is ongoing.